Event description:
It was reported that during a hip replacement surgery on an unknown date, surgeon could not get the arcom xl liner to fit with the cup shell. After 3 attempts, he used a different arcom xl liner without issue. No serious injury was reported, but there was a delay in surgery of greater than 30 minutes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. It has been indicated that product will be returned. Upon receipt of product and completed evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
Product was returned and evaluated. The evaluation identified no dimensional errors that could account for the liner not fitting the shell. Visual examination shows no signs of any deviations that could affect the function of the liner. The marks that are apparent on the liner are consistent with markings that would be expected upon removal of a liner using a hand tool. To further test the liner, a size 64mm diameter, size 26 ringloc mallory head shell with the same locking mechanism was taken from finished stock. The liner engaged and locked with the mallory shell at the first attempt with ease. This would confirm the qa evaluation that there is no reason why the liner should not have engaged the shell. Without having the shell, which is still in-vivo, it is not possible to recreate the complaint and no conclusions can be drawn.